Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause was not reported. On the same day as event onset, the patient visited the hospital, however it was not reported if they were admitted. Treatment for the event was not reported. At the time of this report, the patient had not recovered. Pd therapy was ongoing. Additional information is not available.